Event description:
During lavh.bso procedure seitzinger tripolar instrument - either blade is not sharp enough to cut, or the jaws won't grasp tissue. Instrument failed to perform. Dates of use: one day in 2007. Event abated after use stopped or dose reduced? No.